Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. Upon inspection, the pcba has been written on by a paint marker; components at locations pt802, and pt803 has been tampered with and damaged. An investigation was performed and the root cause is unable to be determined due to the tampering of the components. This issue will be internally investigated within carefusion.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the vela ventilator, the unit displays vent inop intermittently. The customer reported xdcr (transducer) faults and motor faults alarms. The issue has occurred during patient use but there has been no report of any patient consequence associated with this event. The ventilator is removed off of the patient as a precaution but the customer reported the ventilator works fine during testing.